Event description:
It was reported that the battery was not charging properly and had to charge every two to three days. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.